Event description:
The surgeon implanted a aa4203tl toric silicone lens. The lens trailing haptic tore off during insertion into the eye. The lens was removed. No pt injury. The iol injector and iol injection cartridge, model and lot numbers unk.